Event description:
During surgery, the cup could not be fully seated into the humeral stem causing a 40 minute delay to the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.